Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk tm glenoid baseplate, unk tm humeral stem, unk glenosphere, unk screw, unk screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04255, 0001822565 -2019 -04256, 0001822565 -2019 -04258, 0001822565 -2019 -04260, 0001822565 -2019 -04261. Device location unknown.

Event description:
It was reported that a patient underwent an initial shoulder arthroplasty. Later the patient developed warmth in the shoulder and arm along with severe pain and elevated crp and esr. Second revision was performed and a window in the humerus was made to remove the stem. The scapula fractured during explantation. Two plates and twenty-three plates were placed to pull the fracture together. No additional patient consequences were reported.